Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) a catheter extension set in which a leak was observed from the injection site. The alleged defect was obsereved during patient use. There were no reports of patient injury or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manfacturing plant for evaluation. Visual inspection revealed that the interlink injection site's stem was broken. Therefore, the reported condition was confirmed. An assignable root cause could not be determined. A batch review could not be performed as the lot number is unknown.